Event description:
It was reported that during disconnection a clearlink duo vent set had a leak (sprayed out). The device was used with normal saline running through one pump and antibiotics (12.5ml/hour) through another pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 02/25/2015 to 02/27/2015. The used device was received for evaluation along with another used set of the same product code. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was primed using an in-house solution bag and checked for flow. The device was found to prime and flow normally. The device was then connected to the other returned set to check for flow and leaks with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.